Event description:
This is the second of two reports (same pt, same surgery, same product, different lot numbers). It was reported that the cross links broke during installation and the second medium crosslink also broke so a smaller size was used. Both of the 10-22-0102 were used for the same surgery. The distributor did not know which lot of 10-22-0102 was used first. The pt was a (B)(6) female pt who underwent tlif (transforaminal lumber interbody fusion). There was no delay in surgery and the pt was not harmed.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.